Event description:
Customer reports a fiber leak on reuse number 2 at the onset of treatment noted by visible blood in the dialysate lines and confirmed with hemastix. Estimated blood loss was 200cc. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.